Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed that the rf preamp not generating a signal for conductivity. He adjusted the rf cable at both the flow cell and pre-amp; however the errors persisted. The fse returned (B)(4) 2014 to replace the solid state rf preamp and detector. No further errors were noted and conductivity readings were within specification.

Event description:
Customer reported rf (radio frequency) voltage low errors were generated when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.